Event description:
The reporter stated that the surgeon was attempting to insert a single piece collamer lens model cc420bf in pt's eye and he noticed the lens was flipping over so he quit inserting it. There was pt contact, but no pt injury.

Manufacturer narrative:
A visual inspection of the returned product shows a small tear in one plate haptic. There is clear surgical residue on the lens. A work order search was performed for similar complaints within the search and there were no similar complaints found. Conclusions: based on the complaint history, work order search and eval of the returned product, a specific root cause could not be determined. It should be noted that the injector and cartridge were not returned for eval.